Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that patient with this neurostimulator had their system removed due to pain at their pocket site and having difficulties getting an MRI. There was a red light on the patient's remote due to open impedances. There were no additional patient complications.

Event description:
It was reported that patient with this neurostimulator had their system removed due to pain at their pocket site and having difficulties getting an MRI. There was a red light on the patient's remote due to open impedances. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 concomitant product: model number: 1201 serial number: (B)(6) model description: tined lead unique identifier (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A media inspection was performed, in the picture provided the impedances are open. The allegation of "impedance high" was confirmed. A risk review was completed and confirmed that the events of implant pain, impedance high and message error codes displayed on rc were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.